Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-sep-2021. The most recent information was received on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of premenstrual pain ('painful pre-menstrual syndrome') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced premenstrual pain (seriousness criterion medically significant), premenstrual syndrome ("painful pre-menstrual syndrome"), intervertebral disc disorder ("disc disease"), sciatica ("herniated disc cruralgia") and intervertebral disc protrusion ("herniated disc cruralgia"), 1 month 29 days after insertion of essure. At the time of the report, the premenstrual pain, premenstrual syndrome, intervertebral disc disorder, sciatica and intervertebral disc protrusion outcome was unknown. The reporter provided no causality assessment for intervertebral disc disorder, intervertebral disc protrusion, premenstrual pain, premenstrual syndrome and sciatica with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of premenstrual pain ('painful pre-menstrual syndrome') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced premenstrual pain (seriousness criterion medically significant), intervertebral disc disorder ("disc disease"), sciatica ("herniated disc cruralgia") and premenstrual syndrome ("painful pre-menstrual syndrome"), 1 month 29 days after insertion of essure. At the time of the report, the premenstrual pain, intervertebral disc disorder, sciatica and premenstrual syndrome outcome was unknown. The reporter provided no causality assessment for intervertebral disc disorder, premenstrual pain, premenstrual syndrome and sciatica with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.